Manufacturer narrative:
Continuation of d10: product ID: unk-nv-onyx (lot: unknown); implant date: n/a; explant date: n/a. Product ID: unk-nv-onyx (unknown); implant date: n/a; explant date: n/a. G2: citation: authors: minici r, guerriero p, fontana f, venturini m, guzzardi g, piacentino f, coppola a, spinetta m, siciliano a, serra r, costa d, ielapi n, santoro r, on behalf of the mgjr research team, brunese l, & la. Endovascular treatment of visceral artery pseudoaneurysms with ethylene-vinyl alcohol (evoh) copolymer-based non-adhesive liquid embolic agents (naleas). Medicina (kaunas, lithuania), 59(9) 2023. Doi:10.3390/medicina59091606. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of non-target embolization, splenic abscesses due to end organ infarction, femoral pseudoaneurysms, rebleeding, and death in association with onyx embolization. The time frame of this study was between january 2018 to june 2023. The purpose of this article was to retrospectively evaluate the efficacy and safety of endovascular treatment of visceral pseudoaneurysms using ethylene-vinyl alcohol (evoh) copolymer-based non-adhesive liquid embolic agents (naleas). The authors reviewed 38 cases of patients treated for visceral pseudoaneurysms using onyx. Of the 38 patients, the average age was 55 years, 27 were female and 11 were male. The patient population was divided in two groups: ruptured pseudoaneurysms (17 patients) vs intact (21 patients). The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: 7 patients experienced procedure related complications: 1 non target embolization 4 splenic abscesses due to end-organ infarction (2 managed with antibiotic therapy and two with percutaneous drainage) 1 femoral pseudoaneurysm treated with thrombin injection 1 femoral pseudoaneurysm managed with prolonged groin compression rebleeding occurred in 5 patients 30 day bleeding-related mortality linked to multiple organ dysfunction syndrome in a patient with major trauma occurred in 1 patient.